Manufacturer narrative:
Method: actual device involved in incident. Photographic images made during evaluation: visual examination. Conclusion: device was out of specification in a manner that relates to event. Additional manufacturing narrative: the device was returned to edwards for evaluation and the reported condition was confirmed. The tip of the distal section of the returned device appeared to be bonded to material similar to dip molded plastisol proximal to the suture flange. The separated edges on both the distal and proximal portions of the returned device appeared to be regular, relatively clean cuts. Evidence of bonding was visible between the tip and the cannula body. This is a confirmed manufacturing defect. Manufacturing records were reviewed and no related non-conformances were identified. Corrective and preventive actions are being conducted in response to this event. A review of the IFU was performed and no inadequacies were identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that after a 24fr aortic perfusion cannula was inserted into the aorta, the tip of the cannula separated from the cannula body and blood leakage occurred. The tip separation occurred when the customer was about to tie the thread from the tourniquet kit to secure the cannula. The cannula was exchanged to another cannula of the same model. Treatment for the blood leakage was not necessary.

Manufacturer narrative:
Additional manufacturer narrative: device evaluation currently underway.